Manufacturer narrative:
(B)(4).reservoir 65 ml pc/iz.

Event description:
It was reported that patient liaison stated that the patient called to report that he is dissatisfied with his inflatable penile prosthesis (ipp) . He underwent a revision surgery as his original implant(from 2009) stopped working; he does not like the new pump and says it is hard to pump. He has a request for the old style pump (patient liaison informed him that bsc does not have that pump any longer.) He is also dissatisfied with the placement of his pump. He states it is placed too close to his testicle. Patient states that he has seen the doctor and states that the doctor is unwilling to change anything for him. Patient liaison referred him to edcure.org and he chose a doctor in ft. Lauderdale, fl for a second opinion. He states that he has an appointment on 10/20/19. He will update patient liaison after that appointment.